Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; product ID: m943899a (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep reports the patient (pt) is getting rm05 error when they are trying to charge the ins. Rep was not with pt for troubleshooting. Rep will have pt call pss. Pt called regarding information as documented in this case. Pt said that the ins battery shut off last night even though the ins was at 60%. Pt said that they were getting error code system problem rm05 when trying to recharge the ins. Agent had the pt reset the controller. Pt saw no apparent damage to the equipment. Pt said that if they stood up, they could see the ins sticking out due to their body figure/shape. Pt said that they had always had trouble getting signal from the ins to the equipment. Pt said that recharging good or recharging excellent would be indicated, however then the equipment would tell them to try again. Pt said that if they held the recharger paddle tight against the ins, the ins would charge for about ten to fifteen minutes, however then the equipment would stop and say to call mdt. Agent reviewed recharger replacement with the pt. The patient also reported they had a damaged belt. Pt reported that the elastic was ripping where the recharger paddle went into the belt. An email was sent to repair to replace the belt. When asked for the event date, pt said that they would say it was (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The implant shutting off and charging/communication issues has been resolved.